Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823844) was implanted via v-p shunt on (B)(6) 2019 with unknown setting. The patient had ventricular enlargement; therefore, the valve was removed and replaced on (B)(6) 2022. According to physician, the cause of ventricular enlargement is unknown, however, it was believed that this event was possibly happened by obstruction or kink of catheter.

Manufacturer narrative:
The hakim valve (ID 823844 was returned for evaluation. Device history record (DHR) - the product code 82-3844 with lot 194598, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 120 mmh2o. The valve was visually inspected; the proximal connector was missing, a tear/cut was noted between the missing connector and the needle chamber. The valve was hydrated. The catheters were irrigated no occlusions noted. The catheters were leak tested no leaks noted. The valve was leak tested and leak from the cut/tear in the silicone housing. The valve passed the test for programming, occlusion, reflux and pressure. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no enlargement issues were noted. The possible root cause for the ¿cut/tear¿ due a sharp or pointed object coming into contact with the valve, as noted in IFU, silicone has a low cut/tear resistance.